Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. A new cartridge was loaded onto the pump and insulin delivery was observed exiting the tubing. The customer was to change the infusion site as it was thought that this was a possible cause of the occlusion.